Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having poor communication with their programmer and device. They noted that they also could not communicate with their implantable neurostimulator recharger (insr). The patient stated that they last felt stimulation, or could successfully recharge their device about a week ago. However, the patient stated that they have been charging. It is unclear whether or not the patient is currently charging their device. It was reviewed that if it has been greater than 3 months since charging, the device may be in overdischarge. The patient was advised to follow up with their healthcare provider. The patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they cannot communicate with any of their external devices, and needed a jump start. They noted a poor communication screen on their programmer. The patient was redirected to their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.